Manufacturer narrative:
The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed based on the provided medical record. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. It should be noted that sapien 3 valve was implanted in native mitral position for this case. Per the instructions for use (IFU), the sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or native mitral valve with an annuloplasty ring replacement only. So, it was off-label operation for native mitral valve replacement. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, "approximately 1 year and 6 months post trasseptal transaortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in the mitral position, the patient presented with a failing valve." Leaflet motion restriction develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration such as calcification, non-calcific degeneration, leaflet thickening or thrombosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. In this case, patient had the history of ckd (chronic kidney disease) with dialysis, which is a known patient factor that can increase the risk of leaflet calcification/thickening resulting in leaflet motion restriction. As such, available information suggests that patient factors (chronic kidney disease) may have contributed to the reported event. Per medical record, "moderate valvular regurgitation directed eccentrically". Per the IFU, valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter heart valve (thv) procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis. In this case, patient had leaflets motion restriction, it could lead to suboptimal leaflets coaptation resulting in central regurgitation. As such, available information suggests that patient factors (restricted leaflet motion) may have contributed to the reported event. It is normal to have a small gradient across a prosthetic valve after implant. If gradient is elevated, it may indicate obstructed flow across the valve. When the heart is unable to sufficiently pump blood to meet the demands of the body, it can result in heart failure. Increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, patient had the central regurgitation due to leaflet restriction, so the heart is unable to sufficiently pump blood to meet the demands of the body, which will need heart to work harder to compensate for the constricted blood flow through the valve resulting in increased gradient. As such, available information suggests that patient factors (restricted leaflet motion, central regurgitation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 1 year and 6 months post trasseptal tavr procedure with a 29mm sapien 3 valve in the mitral position, the patient presented with a failing valve. The original case was off label as the valve was placed in a native mitral valve. Additional information regarding treatment was requested.